Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn: (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon investigation electrode belt failed an incoming ECG fall-off test. The cause for the failure was unable to be positively identified but was likely due to a poor solder connection between the blue (+5v), violet (agnd), and orange (lead 2-) wires and the ECG pca. These wires are potted in an aepoxy after soldering. To expose the wires for investigation, the epoxy was heated with a heat gun. Given the application of heat, the condition of the original solder joints could not be accessed. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn: (B)(4) to report that the electrode belt ECG electrodes were non-functional.